Event description:
The customer stated that the insulin pump was exposed to moisture. The customer stated that he changed the battery several times and the insulin pump gave a constant tone, followed by a blank display. The customer changed the battery again, but the display remained blank. The customer reported a blood glucose reading of 188 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. No constant tone was noted.